Event description:
This is an international report where the home patient (hp) using the homechoice (hc) machine reported a leak in the cassette when in drain 1 of 6. The patient was connected to the machine. The home patient (hp) stated that he saw fluid leaking out of one of the lines coming out of the hc. The technical service representative (tsr) assisted the hp with ending therapy. The hp stated that there was a small hole where one of the lines connected to the cassette. The hp would call the peritoneal dialysis renal nurse in the morning about being connected to the setup. The hp would setup with new supplies. There was patient involvement, but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). This complaint for a leak is not confirmed and the cause was not identified. The lot number is unknown; therefore, a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.